Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead helix got stuck in the chordae. It was noted that the lead was extremely difficult to removed and it was unable to simply unscrew and hold traction. The physician had to cut the lead and ¿bulldog¿ it to remove it. The lead was removed, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. Returned lead was received in pieces, and without the lead distal end. Visual inspection was performed, and found the lead was stretched by pulling. There was some string still tied on lead. The helix extension or retraction is not required on this lead model 3830. /lead is designed with fixed helix screw. If information is provided in the future, a supplemental report will be issued.